Event description:
During use of the device for a non-clinical activity, the user reported, the orientation of the carton label was different than expected. The user reported, the label was attached to the shipping carton upside down. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.